Event description:
Customer stated "fiber was broken when opened from packaging". Fiber lot number not known. Customer requested credit for the defective fiber. Fiber was received 4/17/06 from customer.